Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced suspected peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics ¿in their bag for the last nine days¿ (drug names, doses, routes, frequencies, and durations not reported) for suspected peritonitis. The cause of the event and action taken with dianeal and extraneal therapies were not reported. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.